Manufacturer narrative:
As reported in (B)(6), approximately one month after an optease ivc filter was implanted, it was found to have embedded in the wall of the inferior vena cava making retrieval impossible. A subsequent legal brief was received indicating that the filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, tilt, perforation, filter embedded in wall of the ivc, dvt, and retroperitoneal hematoma. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Deep vein thrombosis does not represent a device malfunction. The reported vessel perforation could not be confirmed and the exact cause could not be determined. Perforation of the ivc likely contributed to the retroperitoneal hematoma. The instructions for use (IFU) states perforation of the vena cava wall as potential complication of vena cava filters. Without procedural films for review, the reported filter retrieval difficulty could not be confirmed. The implantation date and attempted retrieval date are unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the reported filter tilt could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter retrieval difficulty could not be confirmed and the exact cause could not be determined. The implantation date and attempted retrieval date are unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief (B)(6) vs. Cordis, approximately 1 month after an optease ivc filter was implanted, it was found to have embedded in the wall of the inferior vena cava making retrieval impossible. A subsequent legal brief was received indicating that the filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, tilt, perforation, filter embedded in wall of the ivc, dvt, and retroperitoneal hematoma. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment.